Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that they need the implant taken out. Patient mentioned that they no longer have the transmitter or charger and that vcu has everything; patient added they no longer have a pain doctor. Patient noted that they need the implant taken out of them because it is causing them problems and medical problems. Patient stated that lawyers told them if they can't get help this week to call them back and get a lawsuit against everybody but patient doesn't want to do that and just wants the implant out of them. Patient reported that the implant is causing problems and doesn't work and stopped working properly and they now have numbness everywhere so it has to come out. Patient mentioned that they cannot find the number of a manufacturing representative (rep) because they worked with so many; patient added that the reps are good and have helped them with adjustments and showed up to an MRI for them to assist. Patient mentioned that the implant is causing issues that are not healthy; patient added they have 5 vertebrae touching their spinal cord and that they have had an infection in the vertebrae before. Patient noted that they have been dealing with this for awhile and trying to get ahold of someone but no one want to fix it. Patient noted that vcu is in terrible shape and a lot of doctors quit and maybe even 108 but that they are going to face a major lawsuit. Patient stated that the stimulator worked good for the first couple years and the doctors told them 2-3 years was the limit; patient added that they used to work with and hcp before they resigned and then got a different doctor who was a nut case. Patient chose a pharmacist who was fired for taking peoples pain medicine who gave them pain killers; patient added that they gained a lot of weight to the point that they didn't want to do anything. Patient followed up saying they were on oxycodone 6 milligrams 4 times a day; patient had said they wanted temporary relief not the pain killers. Patient mentioned their leg goes numb and they are sick of that; patient added that when they stopped taking the pain killers they lost weight and their blood work was better. Patient noted that they had moved to florida and got 8 doctors for medical marijuana and that helped them so much with their pain. Patient stated that after they had the initial implant surgery the next day, they felt better and didn't take any pain pills and when they hurt, they increased intensity and the pain went away. Agent offered and sent an email to the field.